Event description:
The device was used during an unspecified esophagus procedure. Reportedly, a component disengaged into the pt's cavity. The surgeon was able to retrieve the component. The hosp reported there was no injury to the pt.